Manufacturer narrative:
An invalid manufacturer lot code was provided. With no means to ascertain the asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the string separated upon removal of 11 tampons. She was able to manually remove the tampons.